Event description:
It was reported that, 7-8 years prior to this report, a catheter kink occurred. The patient experienced spasms so bad that they were shaking the hospital bed. The patient had to get to a medical facility and ¿went through all kinds of stuff.¿ specific symptoms associated with this were not provided. However, it was also reported that the patient experienced hallucinations. Reported information was unclear relating to hospitalization status. The patient was noted as receiving intrathecal baclofen therapy. Additional information, including troubleshooting, interventions, and patient outcome, was not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).